Event description:
It was reported that the obesity study patient¿s lead and extension had fractured. The fracture was confirmed on an x-ray and with an impedance test; the impedances were within the ¿k-range.¿ it was unknown if there was any trauma or when the fracture occurred. An explant was to be scheduled.

Manufacturer narrative:
Device used for off label indication. The patient was part of an obesity study. Concomitant products: product ID: 3389s-40, lot# v297034, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v297034, implanted: (B)(6) 2009, product type: lead. (B)(4).